Event description:
It has been reported to philips that the geometry movements were not available. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the geometry pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue occurred during a coronary planned non-emergency treatment and treatment was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse inspected the motor drive assembly and found that the geometry pc was not working. Fse replaced the geometry pc and loaded the software and flash movements. After that system was returned to good working condition. The codes were updated based on the investigation outcome.